Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump did not start up following a magnetic resonance image (MRI). Additional information has been requested, but was not available as of the date of this report.